Event description:
It was reported the patient's lead had migrated. Surgical intervention was undertaken during which the existing lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.